Event description:
It was reported that the right atrium (ra) lead had high impedance for over three years and was therefore removed and replaced at time of device upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.